Event description:
Event description guidant received information that, approximately 36 months post-implant, this cardiac resynchronization therapy defibrillator (crt-d) has declared eri by charge time. It was reported that the monitoring voltage is currently at 2.56 v and the last automatic capacitor reformation charge time was 20.7 seconds. The hcp caller expressed concern regarding this device's battery longevity as this patient has not received shock therapy and has not had nightly output/pacing programmed.